Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to replace the air flow sensor assembly. The customer was also provided with software version 2.1 and 2.3 options, revision j of the service manual, revision n of the user manual, sb86600173b and sb86600002a. It was also advised that the customer replace the battery as the battery's manufacturer date is 2009. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information has been provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed air flow accuracy testing. There was no patient involvement.